Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod reportedly fell off the infusion site, causing the cannula to dislodge. Symptoms reported include hyperglycemia, nausea, vomiting and dehydration. The patient was treated with intravenous therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.